Manufacturer narrative:
This is one of two device reports related to the same event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event. It was further alleged, approx. Three years later the patient experienced another sudden cardiac event and expired on that same date, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.